Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that no insulin flowed through the unspecified bd¿ 4mm pen needle during the injection. The following information was provided by the initial reporter: "spanish interpreter used for call parent reported, when administering shot to her minor child, no insulin flows stated, she has to use more than one pen needle before one will work when asked if she primes, parent stated, "I wait for a drop to come out" when asked how many units does she use to prime, parent stated, "her nurse told her there was a problem with the pen needles" parent did not have any product information, stated, box and used pen needles were discarded."